Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review for alinity c creatinine reagent lot, 60912un22. The ticket search determined that there is as expected complaint activity for the likely cause lot. The trending report review determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. Historical performance of reagent lot 60912un22 was evaluated using worldwide data from abbottlink. The patient data was analyzed and shows the patient median is within the established limits. Therefore, no unusual reagent lot performance was identified for lot 60912un22. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity c creatinine reagent lot, 60912un22.

Event description:
The customer observed falsely elevated creatinine results on alinity c processing module for two patients. The results provided were: 22mar2023 sid (B)(6) initial=10.59 mg/dl /repeated=0.67 mg/dl and 0.65 mg/dl two specimens from same patient sid (B)(6) ending with -52 and -01. Those results are as below. 03apr2023 sid (B)(6) =>37.00 mg/dl /repeated=42.53 mg/dl /same patient different tube sid (B)(6) =0.84 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier. Sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated creatinine results on alinity c processing module for two patients. The results provided were: (B)(6) 2023 sid (B)(6), initial 10.59 mg/dl. Repeated 0.67 mg/dl and 0.65 mg/dl. Two specimens from same patient sid (B)(6), ending with -52 and -01. Those results are as below. (B)(6) 2023 sid (B)(6), 37.00 mg/dl. Repeated 42.53 mg/dl. Same patient different tube sid (B)(6), 0.84 mg/dl. There was no reported impact to patient management.